Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pt expired due to unk reasons. Date of death is unk. Aware date is used as incident date. No further details were provided. Info learned from implant pt registry.